Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience xpedition referenced is filed under a separate manufacturing report number.

Event description:
It was reported that the procedure was to treat a de novo, chronic total occlusion in a right coronary artery. Two stents, a 2.75x38mm xience xpedition and a 2.50x12mm xience xpedition, were implanted in the target lesion. A non-abbott guide wire was positioned between the stents and the vessel wall. During removal of the non-abbott guide wire the struts got caught, pulling and stretching the struts. The non-abbott guide wire was removed and the image confirmed what appeared to be damaged struts. The stents and all of the stent struts were removed from the patient anatomy with a lasso. The stent struts were very damaged. There was a clinically significant delay in the procedure and the lesion was not treated. The patient had a small, stable pericardial effusion due to the stent damage and the extractions. No treatment was performed for the pericardial effusion and the patient was discharged to home in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the explanted stent implant was returned for analysis. The reported material deformation was able to be confirmed. The reported device damaged by the guide wire was unable to be replicated in a testing environment as it was based on operational circumstances. The reported difficulty to remove the guide wire was unable to be replicated in a testing environment as the stent delivery system was not returned. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A cine was received and reviewed by an abbott vascular clinical specialist. The deployment of the stents is confirmed. The damaged stent struts were not able to be visualized within the images provided but were confirmed via inspection of the returned product. The removal of the stents was confirmed. The pericardial effusion was confirmed via the staining of the pericardium within the last image. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling.